Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patients ipg is inoperable. The patient failed to charge the device for several years. Surgical intervention may be pending to address the issue.

Event description:
Additional information was received indicating surgical intervention was undertaken wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The patient reported failing to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.